Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited chronically high, out of range, shock impedance measurements. The patient was seen in clinic and although measurements are out of range they remain stable and the system continues to be monitored. No adverse patient effects were reported.